Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during dwell 2 of 4. The technical service representative (tsr) advised the home patient (hp) air had entered the setup. During troubleshooting it was found that the bags were not connected properly, the supply bag had a loose connection. The tsr had the hp recycle the power and system error 2367 alarmed. The tsr had the hp close the clamps and transfer set and recycle the power to press go to start. The tsr advised the hp to start over with new supplies and inform the peritoneal dialysis registered nurse (pdrn) of the system error 2240. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 during the dwell stage, where the home patient indicated bags were not connected properly, the supply bag had a loose connection. This complaint is confirmed because not properly connecting the bags is a use error that can cause this type of alarm. Per the patient at-home guide, users are instructed to check connections for secure fit before beginning therapy.